Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Surgeon was advise to increase the side cut energy to 1.05 from 1.00 for cases on monday. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that one eye had an entire corneal ¿slither¿ at approximately 4 o¿clock. It looked like a double cut. Surgeon used a bandage contact lens and will monitor patient closely. No loss of vision has been reported and the ablation part of the procedure was done.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.